Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000061534.

Event description:
It was reported that one of the patient's leads appeared fractured from floro imaging which caused high impedances. Surgical intervention was undertaken on (B)(6) 2024 wherein the leads were tested with the newly implanted ipg (had reached normal end of life) and a few contacts had cleared. Neither of the leads were explanted and therapy was restored post procedure. Investigation was unable to determine which of the leads attributed to this issue. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000061534.